Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product analysis center (pac). The pac technician confirmed the reported issue of device not turning on when the lid is opened. Device log analysis shows that the device never logged lid switch opened entries, which indicates that the reed/lid switch did not make full contact when the lid was in the opened position. The cause of the reported issue was determined to be the reed switch. The customer's device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.